Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was deactivated during the revision of the associated right ventricular (rv) lead. No specific device issues have been provided or mentioned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was deactivated during the revision of the associated right ventricular (rv) lead. No specific device issues have been provided or mentioned at this time. No additional adverse patient effects were reported. Additional information received indicates that this pacemaker was deactivated due to its rv lead suffering a fracture that resulted in it exhibiting high out of range impedance measurements and high capture threshold. A new leadless pacemaker was implanted at the physicians discretion. No additional adverse patient effects were reported.